Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product for evaluation and this complaint is still under investigation.